Manufacturer narrative:
The hospital facility has not determined if the device is going to be returned at this time. If returned, analysis would not be performed as the reason for infections is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to skin infection. The patient is currently being treated with oral antibiotics. No additional adverse patient effects were reported.